Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Evaluation is anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to occlusion balloon to occlude the vessel. At some point during the procedure, the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.